Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that the pump had basal rate settings issue. The patient did not allege any harm or injury because of the reported issue. The patient indicated that he found a "0.00" basal rate from 8:47 am to 8:53 am that morning. The patient denied receiving any alarms or warnings. He did not suspend the pump, edit the basal rate, or change the cartridge at the time. The pump reportedly did not lose power or give a loss of prime warning. According to the patient, the pump's basal rate was set to "0.925" when the "0.00" basal rate was observed. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a basal rate setting issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): black box review shows a 174 basal delivery suspended warning due basal edit not saved and delivery was resumed as soon as the warning was confirmed. Total daily insulin deliveries add up correctly and reveal the user's programmed basal rates target. The pump was exercised for 24 hours, no alarms occurred during testing. The pump passes a 29 hour flow accuracy test and found to be delivering within specifications. The pump was opened and the power flex and the force sensor were tested for intermitting conditions or damage, no defects were found, no moisture ingress was found inside. There was no defect found.